Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reports "ruptures", "auto immune diseases", "implants are oddly shaped and have moved under the armpits", "fever", and "pain" and later reported "broke in half". This is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration and rupture.

Event description:
Patient reports "ruptures", "auto immune diseases", "implants are oddly shaped and have moved under the armpits", "fever", and "pain". This is for the right side. Device remains implanted.